Event description:
Related manufacturer reference number: 3006705815-2021-05546. It was reported the patient experienced ineffective therapy and abdominal/rib stimulation pain. Reprogramming did not resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Gender is unknown. Date of event is estimated. Date of implant is estimated. Date of concomitant medical products therapy date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.